Event description:
It was reported that pump experienced malfunction code 16 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed pump was included in field correction, completed online form on customer¿s behalf, provided reset instructions, assisted with pump reset, verified malfunction did not recur after reset, and advised customer to continue using pump and to call back if any malfunction code recurred, which customer acknowledged and understood.